Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient possibly received inappropriate therapy. The implantable cardioverter defibrillator (ICD) had potential ventricular fibrillation (vf) and atrial tachycardia (at)/atrial fibrillation (af) detection issues. It was discovered that the device was operating as programmed. It was also noted that the right atrial (ra) lead exhibited undersensing. The lead and device currently remain in use. No further patient complications have been reported as a result of this event.